Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, the lead exhibited an increase in pacing lead impedance and capture threshold. The patient was asymptomatic. There were no plans for the rv lead revision.

Event description:
Additional information received indicated that the lead was revised and a new lead was implanted on (B)(6) 2017. The patient was discharged from the hospital with no complications.